Manufacturer narrative:
Reported event: an event regarding wear involving an unknown duracon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: confirmation of wear cannot be confirmed without additional medical records. It does appear that a polythene exchange took placed (an insert was sold) root cause: the is no way to provide a root cause as the event itself cannot be confirmed. However, the duracon has been in standard use for many years so the presence of polyethylene wear would not be surprising. Additional medical records would be required to provide a more direct assessment device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. The medical review comment indicated: confirmation of wear cannot be confirmed without additional medical records. It does appear that a polythene exchange took placed (an insert was sold) the is no way to provide a root cause as the event itself cannot be confirmed. However, the duracon has been in standard use for many years so the presence of polyethylene wear would not be surprising. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Performed a right knee duracon tibial insert exchange due to slight poly wear. Update 07/april/2021 wg: rep provided revision usage sheet and x-rays and confirmed that no further information will be released by the hospital or surgeon.